Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that shaft break occurred. A 3.50 x 16 synergy stent was advanced for treatment. However, it was noted that the catheter was split at its first third section. No patient complications were reported.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that shaft break occurred. A 3.50 x 16 synergy stent was advanced for treatment. However, it was noted that the catheter was split at its first third section. No patient complications were reported. Synergy ous mr 3.50 x 16mm stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the crimped stent found no issues with the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent od(outer diameter) was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found a hypotube break 232mm distal from the distal end of the strain relief measured using a ruler. Multiple hypotube kinks were also noted. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues. No other issues were identified during the product analysis.